Manufacturer narrative:
Device evaluation details: on 1-jun-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. The returned device's visual inspection and microscopic examination were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis insertion angle. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve broke when the sheath was inserted, and the dilator was removed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged, and the issue was resolved. The case continued without any further incident and there was no patient consequence. Additional information received indicated the hemostatic valve broke at the point at which catheter would insert. The hemostasis valve (gasket) pieces did not break apart that was visible, it simply would not stop the blood flow from spilling out the insertion point of the sheath. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient it was being inserted. Air did not enter the patient¿s body. Sheath was exchanged for new vizigo. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was less than 25 ml. No medical intervention was required to stop the bleeding, sheath exchange was performed, and problem corrected.